Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt's body. A follow-up will be submitted with all relevant info.

Event description:
Device issue: none. Adverse event: cardiopulmonary arrest and death. Onset of adverse event: after the procedure. It was reported via a trial that an xact stent was implanted in the left internal carotid artery on (B) (6) 2010. The pt had pneumonia prior to the procedure and throat cancer that was in remission until (B) (6) 2010, requiring an emergent tracheotomy. A left radical neck surgery was planned after the pt's carotid procedure as both carotids were blocked. The pt's condition was deteriorating and the pt's status was changed to dnr. Four days after the carotid procedure, the pt developed cardiopulmonary arrest and expired. There was no additional info provided.